Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during sales demo by a getinge representative, the cardiosave intra-aortic balloon pump (iabp) unit auto fill is failing. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.